Event description:
It was reported the customer was hospitalized for diabetes ketoacidosis. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 200 mg/dl. Customer also stated they had cold symptoms prior to being hospitalized. The customer was treated with an insulin drip at the hospital. Troubleshooting found the customer's insulin pump was functional. Customer also reported having a bent cannula on their previous infusion set. The customer was advised to change out their entire infusion set, reservoir, and insulin. Customer also reported battery issues and insulin squirting out with their insulin pump. It was also found the customer had a crack on the casing of their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.